Manufacturer narrative:
The customer contacted siemens to report a falsely depressed sodium test result was obtained from a single patient sample on an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the dilution check factor was atypically low at 0.994513. A dilution check operator maintenance procedure was performed. The dilution check recovery for sodium was low and consistent with the low bias observed with quality control (qc) material recovery. After correcting the dilution check, the new dilution check factor was 1.021401 and qc recovered within acceptable limits. Siemens reviewed the available information and concludes the cause of falsely depressed sodium test result was the operator maintenance procedure for dilution check needed to be performed. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Three sodium test results were obtained from a single patient sample on an atellica ch 930 instrument. The test results were not reported to a physician(s). The same sample was repeated twice on an alternate atellica ch 930 instrument and lower test results were obtained. The initial and repeat result from the alternate atellica ch 930 were reported to a physician(s). It was later realized the initial, higher test results were correct and were reported to a physician(s) as the correct test results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient results.